Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the helix on this right atrial (ra) lead would not extend with 30 rotations of the fixation tool. After an additional 20 turns, the helix extended. Noise and high out of range impedance measurements were then noted. As a result, a lead fracture was suspected. Attempts to retract the helix were not successful. The body of the lead was rotated and the lead was explanted. No adverse patient effects were reported.